Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt was presented to the electrophysiology (ep) laboratory. The device and electrode were explanted due to infection. The procedure was completed with no adverse events reported.